Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received four inappropriate treatments.   The device was started up at 01:23:02 on (B)(6) 2022. At 17:12:44, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 17:13:55, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the shock. The rhythm at the time of treatment was asystole. The post shock rhythm was asystole. At 17:14:22, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the shock. The rhythm at the time of treatment was asystole. The post shock rhythm was asystole. At 17:14:48, the patient received the third inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the shock. The rhythm at the time of treatment was asystole. The post shock rhythm was asystole. At 17:15:15, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the shock. The rhythm at the time of treatment was asystole with intermittent cardiac activity. The post shock rhythm was asystole with intermittent cardiac activity. The device was shut down at 17:18:05 on (B)(6) 2022.